Event description:
This is a report of a patient who experienced an unspecified infection coincident with therapy for peritoneal dialysis. The patient was hospitalized with symptoms of fatigue and shortness of breath. The patient was also found to have urinary retention. Six days later, the patient passed away. The cause of death was reported to be due to kidney failure and infection. It was unknown if therapy was ongoing until the time of death and treatment for the infection was not reported. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.